Event description:
The customer stated that unstable impedance was noticed during ablation procedure. It was reported that a pop sound was heard during the procedure and a perforation of the pulmonary vein was then discovered. The patient was reportedly moved to intensive care for observation for 24 hrs after protamine administration. Patient condition has been reported as stable and has been moved out of the intensive care unit. Add'l info regarding the procedure could not be retrieved.

Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."